Event description:
It was reported that the patient presented for a generator changeout procedure. During the procedure, the implantable cardioverter defibrillator to be implanted when connected to the leads exhibited noise. Programming changes were made on the device. The physician looked under fluoroscopy and thought the right ventricle lead slack might have been making contact with the right atrial lead ring electrode. It was decided to leave the lead in place and close the pocket. The implantable cardioverter defibrillator was implanted. Patient was stable.